Manufacturer narrative:
During the evaluation of the device at the manufacturer's service center, the device failed a stop during testing. The device's system board will be replaced to address the issue. Device has been evaluated but the component has not been replaced. Awaiting delivery of the replacement component.

Event description:
A ventilator was returned to the manufacturer for service. The device was not in patient use.